Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information provided the patient¿s ipg was replaced on (B)(6) 2019 and the ipg pocket was moved to a more optimal position. Therapy was established post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced excruciating pain at the ipg site when pressure is applied to the ipg pocket site. As a result, the patient is awaiting surgical intervention.